Manufacturer narrative:
Additional narrative: remove date of birth. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: date of device breakage is not known. (B)(4). Implanted date: date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a 10-hole 1/3 tubular plate on (B)(6) 2017, due to a secondary periprosthetic elbow fracture of the ulna and broken plate. The patient had initially undergone a total replacement surgery using a non-synthes tornier artificial elbow prosthesis on an unknown date. Following her total elbow surgery, the patient suffered an initial peri-prosthetic fracture at the distal tip of the ulnar component of the total elbow prosthesis. As a result, the patient underwent an open reduction internal fixation of her ulna using a synthes 10-hole 1/3 tubular plate and cortical screws (surgery date unknown) the original hardware still remained. Following the placement of the synthes devices, the patient suffered a secondary fracture of the ulna and implant failure of the 1/3 tubular plate due to the post-operative break of the plate. The failed 1/3 tubular plate and associated screws were subsequently removed on (B)(6) 2017. On that same date, the surgeon then determined the ulnar component of the tornier artificial elbow prosthesis (original hardware) had also failed, and performed revision total elbow surgery to replace the failed ulnar component of the artificial elbow prosthesis. The surgeon also performed a revision open reduction internal fixation of the ulna with a synthes 10¿hole va-lcp (variable angle locking compression plate) extra-articular proximal ulna plate and screws. This was the final and most recent procedure involving this fracture and patient. There was no reported surgical delay. The patient was reported to be unharmed. No fragments were left behind. Concomitant devices reported: cortical screws (part number unknown, lot number unknown, quantity unknown). This report is for one (1) lcp 1/3 tubular plate with collar. This is report 1 of 1 for (B)(4).